Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the tip-up fenestrated grasper tip is broken. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: customer confirmed a frayed wire at the distal end of the instrument. No motion issues were reported. There was no missing or detached portion of the instrument reported, therefore no fragments fell into patient's anatomy. There was no injury to the patient. A backup instrument was used to continue procedure.